Event description:
It was reported that during an unk procedure, when the surgeon fired the device, it could only cut but not sew. Hand sewing was used to complete procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results showed that the ez45g device was received with the clamping mechanism damaged and without reload present. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the channel retainer holding features to the channel were found damaged, not allowing the device to properly close. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B) (4). A batch record review was performed and no anomalies were found during the manufacturing process.